Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital after receiving vibrations from the device. Upon interrogation, multiple episodes of non-sustained oversensing due to noise were observed. The lead was capped.